Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level at the time of the incident was 250 mg/dl and the current blood glucose was 400 mg/dl. The customer did not feel okay to the troubleshoot for the high blood glucose. The customer stated that the insulin pump had no delivery alarm. The customer was assisted in performing a 5.0 unit fixed prime and the customer stated that the insulin was exited. The customer stated that the insulin pump alarmed no reservoir. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional's instructions. The device will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. (B)(4).

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).